Manufacturer narrative:
(B)(4).

Event description:
It was reported that "pell away sheath is broken on the tip in process to introduction across skin. The process was finished opening another sample."

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath/dilator assembly for analysis. Signs-of-use in the form of biological material was observed inside the sheath extrusion. Visual analysis revealed that the sheath tip was not tapered as seen in the graphic. Microscopic examination confirmed the defect and revealed that the cross section at the distal end was not coincident with the rest of the extrusion. In other words, it appears that the distal end was cut at an angle. The sheath edges at the distal end appeared smooth and uniform, which suggests that contact with sharps caused or contributed to this event. The sheath length from the tabs to the distal end measured 2.4375". This indicates that at least .1875" of the sheath body was severed and not returned with the assembly (per the sheath graphic). The sheath inner diameter measured .067", which is within the specification limits of .061"-.071" per the sheath extrusion graphic. The sheath outer diameter measured .0789", which is within the specification limits of .078"-.084" per the sheath extrusion graphic. The dilator was able to be removed and reinserted into the sheath with little to no resistance. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from the catheter, while withdrawing from vessel until sheath splits down its entire length." The IFU also cautions, "avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis.". The report of a damaged sheath body was confirmed through complaint examination. Visual analysis revealed that the distal end of the sheath extrusion was severed. Other than the sheath length, all other dimensional specifications were met. The dilator was able to be removed and reinserted through the sheath extrusion with little to no difficulty, and a device history record review was performed with no relevant findings were identified. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "pell away sheath is broken on the tip in process to introduction across skin. The process was finished opening another sample.".